Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. Add'l pt/event details were requested, but were not received at this time. Should add'l info become available, a f/u report will be submitted.

Event description:
The end user reported that he had a partial blockage to his ileostomy as evidenced by decreased watery stool output and bloating and abdominal pain with eating. The symptoms began after the pt consumed an unspecified amount of "grapes with skins." He reported that his stoma size had increased from 22mm to 32mm or more and protruded one half inch or more. The pt removed the wafer, initially fitted to his 22mm stoma, to take a warm bath and noted a separation between his ostomy and skin. The pt was planned to meet with his physician later that day.